Manufacturer narrative:
Investigation: bd was able to verify the reported issue of needle retraction failure. The received sample was contaminated and retraction failure has been observed via visual analysis. There was no apparent damage to the sample, but as the sample was contaminated it was not possible to do a more detailed analysis of the product, it should be emphasized that even if the product were decontaminated the chance of identifying a possible problem would be minimal because due to the history of this problem, if there was a burr that caused this problem of needle retraction failure, it would be damaged during the decontamination process and would not help in the actual identification of the root cause. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ shielded IV catheter the needle did not retract.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd insyte¿ autoguard¿ shielded IV catheter the needle did not retract.